Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on september 12, 2008, that an rx allscope sphincterotome device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure (pt age, gender and weight are unk). According to the complainant, the initial orientation of the sphincterotome was incorrect. Reportedly, the procedure was completed with another rx allscope sphincterotome device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.